Event description:
The site reported that instrument screws were stripped. The instruments were a tactile awl and a tera blue fighter. This was found not during a surgery. No pt was present.

Manufacturer narrative:
RMA issued. Medtronic navigation, was not able to analyze the parts as they were not returned. Results are drawn from reported information.